Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had false air in line alarms. This was observed during use, including during patient blood transfusions. In some cases, the pump alarmed after starting the blood product; however, there was no issues with saline running. In another case, a small bubble was found. The pump(s) were replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.